Event description:
It was reported that (1) device was used during a laparoscopic fundoplication. It was reported by the affiliate that the jaw of the lcsc5 was broken and fell into the pt. The surgeron found the piece of a jaw (used with a h2tuv). Another device was used to complete the case.